Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an altitude alarm. There was no reported impact to the customer's blood glucose level. There was a temporary delay in clearing the alarm and resuming insulin delivery.